Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), genital haemorrhage ('heavy bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 664655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, depressed mood and energy decreased. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy total laparoscopic, & right oophorectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, dyspareunia and urinary tract disorder outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), genital haemorrhage ('heavy bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 664655) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menses irregular, depressed mood and energy decreased. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy total laparoscopic, & right oophorectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, dyspareunia and urinary tract disorder outcome was unknown. The reporter considered autoimmune disorder, dyspareunia, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.